Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was scheduled to be part of a system revision due to infection. Additional information was attempted however; there was no confirmation that the system was explanted. No additional adverse effects reported. The product status remains unknown.